Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on (B)(6) 2025, the controller was lost, and blood glucose (bg) levels subsequently rose to above 600 mg/dl. It was further reported that the patient presented to the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient¿s blood glucose level was above 600 mg/dl while wearing the pod for between 1 and 4 hours. Symptoms reported included: excessive thirst, difficulty swallowing, vomiting, foot cramps, frequent urination, and irritability. The healthcare professional diagnosed the patient with hyperglycemia and noted that the patient was at risk of developing diabetic ketoacidosis. Treatment provided included intravenous (IV) fluids and IV insulin. The patient was admitted to the ER for approximately 6¿8 hours and discharged the same day. The pod was removed from their abdomen.